Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose was 443 mg/dl. The customer was assisted with programming the date, time and alert type. The customer was unable to troubleshoot for the pump as she used the pump for the first time in over a year. The customer was advised to call back to troubleshoot.